Event description:
It was reported that after the tubing was clamped and later unclamped, it remained occluded due to residual pressure and failed to reopen. As a result, fluid flow was obstructed and began to backflow toward the patient rather than draining into the collection container.

Manufacturer narrative:
It was reported that after the tubing was clamped and later unclamped, it remained occluded due to residual pressure and failed to reopen. As a result, fluid flow was obstructed and began to backflow toward the patient rather than draining into the collection container. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.